Event description:
It was reported that revision surgery was performed. The patient involved reportedly fell approximately 6 months post-device implantation and subsequently experienced difficulties with the hip. The devices were implanted in 2009.

Event description:
The surgeon does not fault the device and concluded that a capsule tear, subluxation and edge loading occurred following the patient's falls.